Event description:
It was reported that this right ventricular (rv) lead was repositioned due to lead dislodgement due to patient activity days after surgery. This lead remains in service. No additional adverse patient effects were reported.